Manufacturer narrative:
(B)(4). The customer service engineer (cse) reviewed the logs which showed occlusion and disconnect alarms at same time, two days, same patient. The repiratory manager reported that she felt the patient was fighting the ventilator after weaning. Electrical and extended self test(est) were run.

Event description:
It was reported that the ventilator failed to cycle during patient use.